Event description:
Called to the pt room for a malfunctioning ballard. Ballard tracheostomy suction catheter without the catheter in place. Info that catheter became dislodge after it has been advanced down the tracheostomy tube and was stuck in the trach tube. The nurse had to manually remove the catheter without any difficulty. The pt has not seemed to suffer any ill affect. New ballard placed, productive suctioning performed without any problem.